Manufacturer narrative:
Investigation: the customer stated they followed the recommendation of theterumo bct technician, to optimize the cell cell count collection by lowering thecollective preference. The customer was not aware of the connection between optimization ofthe number of stem cells and the greatly increased granulocyte count that influences the vitalityof the cells through clumping when the product is thawed.the run data file was analyzed for this event.signals in the run data file did not point to a clear root cause for the high granuloctecontent in the collected product. One possible cause for the high polymorphonuclearproduct could be related to the operator increasing the collect pump flow rate to1.2ml/min from the default rate of 1.0ml/min.typically, it is only recommended to do this if a buffy coat is accumulating and/or if thepatient has a high white blood cell count. Increasing the collect pump flow rate increases theamount of cells being collected and thus, may improve collection efficiency; however, itmay also increase the number of high polymorphonuclears and red blood cells beingcollected if the patient/donor has a low white blood cell count.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the increased granulocyte count of their mononuclear cell (mnc)collection caused clumping when the collection was thawed. Because of the loss of thecollection, the patient had to be hospitalized again and remobilized for an additional collection.due to EU personal data protection laws, the patient information is not available from thecustomer. The patient's weight and gender were obtained from the run data file.the disposable kit is not available for return, because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file showed that the system struggled to maintain the collection preference due to an accumulating buffy coat during the run, likely due to a low collection preference being used. Feedback was provided to the customer for recommendations on optimizing procedures.